Event description:
It was reported detachment occurred. The stenosed target lesion was located in the peripheral artery. A 16 180cm renhf 135cm 20 preload fathom was selected for use. During the preparation, the catheter appeared frayed at the tip upon opening of the package. The procedure was completed with alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi flo microcatheter was returned to our post market quality assurance laboratory. During visual inspection it was found that the catheter's outer shaft was separated 3cm from the strain relief. Multiple kinks were also found on the catheter. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported detachment occurred. The target lesion was located in the peripheral artery. A renegade hi-flo fathom system was selected for use. During preparation, the catheter appeared frayed at the tip upon opening of the package. The procedure was completed with alternate device. There were no patient complications as a result of this event.